Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for the defective catheter as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model nnu8lpt chronic catheter allegedly experienced a defective catheter. This information was received from one source. This malfunction did not involve a patient as there was no patient contact.